Event description:
It was reported that the patient underwent a procedure via tlif at l4/s1. It was reported that a tip of quick connect probe broke off and the fragment was left in the patient at left s1. Reportedly the fracture surface was twisted. No impact on patient outcome.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. Two x-rays were sent to manufacturer for review: the films show that pedicle screw construct is at l4, l5, s1. Interbody device noted at l4//5. Probe tip noted medial to left of s1 screw. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.